Event description:
Complainant alleged that during biomed testing, the device intermittently does not power on.

Manufacturer narrative:
Zoll medical corp evaluation the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.